Event description:
It was reported that after a colonoscopy, the patient suffered an infection, abscesses, fistulas and a perforated colon. The patient was violently ill and in surgery within a year of the original colonoscopy. She reported she proceeded to go through 2 years of surgeries, antibiotics and other various treatments. The patient stated her surgeon suspected the colonoscopy was to blame and that the infection had been present for a long time. The patient was living with scars and pain from all the surgeries and drains she had in her body to drain out the infection.